Event description:
During follow-up, loss of sensing and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of loss of sensing and high capture threshold were not confirmed in the laboratory. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.